Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.